Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-19432, related manufacturer reference number: 2017865-2022-19433. It was reported that a patient presented for a system explant procedure. Prior examination of the patient's implantable cardioverter defibrillator system revealed infection and hematoma on the device pocket. Cultures of the device pocket fluid were taken. The entire system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h10: field should contain the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Correction: h6: codes should reflect product not returned.

Manufacturer narrative:
Additional information: e1, : field should include the name of the physician. Additional information: e2, : field should reflect initial reporter as physician. Additional information: g2, : field should reflect additional report source of the physician.

Event description:
New information received notes that the physician for the event was (B)(6). The results of the culture were unknown, and the system was not yet replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).